Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during valve deployment of a sapien 3 valve, in the aortic position, the commander delivery system balloon did not inflate. The system was withdrawn to the descending aorta and blood could be seen at the ¿y¿ port connection of the delivery system. A decision was made to remove the delivery system and valve from the patient through a femoral vascular cut down. No withdrawal difficulty was noted. A second 26mm sapien 3 valve and new commander delivery system was prepared and inserted across the native annulus; however, the balloon did not inflate. The second valve was removed alongside the delivery system. Of note, the patient was not operated on with tavi and remains on ward for a surgical approach.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Visual inspection revealed that the valve was returned on the inflation balloon, still crimped, not flush with the flex tip, a tear in the crimp balloon proximal to the I/c bond, severe gouges were present on flex tip face (the locations and direction of the gouges are indicative of valve diving into the flex tip), and no signs of the flex shaft compression on distal end of the flex shaft. No other abnormalities were observed. Functional testing was not performed due to the condition of the returned device (crimp balloon torn). Dimensional testing was performed on the wall thickness on the crimp balloon proximal to the observed leakage and was found to be in within specification. Of note, the area distal to the tear could not be measured as that area consists of the bond area and inflation balloon. During the manufacturing process, the entire delivery system is visually inspected and tested several times. The crimp balloon features (distal and proximal length, distal and proximal ID, single and double wall thickness) are 100% dimensionally inspected. The balloons are 100% visually inspected for general appearance/gross defect. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, and gel spot. The flex tip outer diameter the crimp balloon to inflation balloon laser bond are 100% dimensionally inspected. The flex catheter and balloon catheter is 100% leak tested and visually re-inspected after leak test complete. Additionally, the work order would have undergone product verification testing as a requirement for lot release. Samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. The commander delivery system is tested for functional product verification and tensile product verification. These inspections and tests during the manufacturing process support that it is unlikely that damage on the delivery system was present when leaving the manufacturing facility. As reported, ¿when the valve was ready to be deployed, the commander delivery system balloon did not inflate.¿ it is likely that the crimp balloon was already torn and had separated (adjacent to the I/c bond) at this point. Potential root causes for separation of the crimp balloon material proximal to the I/c bond have previously been identified and documented in an edwards product risk assessment. If the physician performed the valve alignment process in a tortuous anatomy (note: the patient was reported to have moderate tortuosity in the access vessel), it could have resulted in increased forces being applied to the bond area. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Although valve alignment difficulty was not reported, as noted during visual inspection, there were gouges on the flex tip that suggest diving occurred and signs of compression on the distal flex shaft, suggesting that high forces were encountered during valve alignment. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the inflation and crimp balloon bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. It is likely that the withdrawal difficulty was due to patient/procedural factors. Tortuosity can create challenging angles and cause non-coaxial alignment of the delivery system and sheath during retrieval. Of note, the patient¿s access vessel was reported to be moderately tortuous. Additionally, as returned, the valve was located over the inflation balloon and not pulled flush with the flex tip. The valve, once over the inflation balloon, would have a larger profile than the initial crimp. If the valve is not pulled flush with the flex tip during retrieval, this can result in non-coaxiality of the valve and flex tip when combined with vessel tortuosity. The non-coaxiality of the valve and flex tip could then cause the valve to get caught on the sheath tip, contributing to withdrawal difficulty. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based on visual inspection of the returned device. A review of IFU/training materials revealed no deficiencies. No manufacturing non-conformances were identified in the returned sample, as dimensional testing of the device met specification. Furthermore, a review of the lot history, manufacturing mitigations, and the DHR revealed no indication that a manufacturing non-conformance contributed to the event. Since the device was able to be prepped (including de-airing) without any reported issues, it is likely that the damage to the crimp balloon occurred during use and was not present upon leaving the manufacturing facility. In this case, available information suggests that patient and/or procedural factors may have contributed to the complaint event. However, based on available information, a definite root cause cannot be determined at this time. Review of complaint history reveals that the occurrence rate for these trends categories did not exceed the october 2017 control limits. A review of risk documentation revealed that balloon torn and withdrawal difficulty are listed in the afmea. A product risk assessment is not required since no product non-conformance was confirmed on the returned complaint sample and the occurrence rate did not exceed the complaint control limit for the trend category. However, per management, due to the critically of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. No labeling or IFU inadequacies have been identified; therefore, no corrective or preventative action is required at this time. Reference mfg. # 2015691-2017-03547.